Manufacturer narrative:
The complaint of reset and failure to interrogate was not confirmed. The device was received in normal working condition, and it was still in shipped settings. Analysis was performed, including telemetry and electrical testing, which indicated normal device functionality. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Prior to an implant procedure, the device was unable to be interrogated via bluetooth (ble) telemetry and was observed to be in backup (bvvi) mode. The device was not implanted. The patient was stable.